Event description:
I walked into patient's room to complete a visual check and found the ventilator screen to be unreadable. The image of the screen was pixilated and/or whited out over the ventilator waveforms and variables. I used the resuscitation bag to ventilate the patient while I reset the ventilator by turning it off and back on. When I turned the machine back on, the screen was black and ventilator inoperable alarm was triggered. Co-worker helped me exchange to a new ventilator. Outcome was successful and no harm came to the patient or anyone involved.